Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized several days for high blood glucose. The blood glucose reading was over 600mg/dl. Troubleshooting was performed. No further information was provided.